Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, seizure, and loss of consciousness.

Event description:
It was reported that an unspecified error message occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had an unspecified error message six days after the sensor was inserted in the abdomen. The patient could not speak, had a seizure and a "sugar attack" related to hyperglycemia, then passed out. There was no blood glucose (bg) taken at that time. The continuous glucose monitor (cgm) display device showed an error message prompting restart. The mother called an ambulance and prior to transportation to the hospital, the patient was dosed with 4 units unspecified insulin. When the patient awoke, she was in the hospital. There was no mention of cgm reading or bg while in the emergency department (ed). The patient noted that her unspecified reading was "sky high," but no values were specified. The patient received unspecified fluids to correct hyperglycemia, and unspecified medication for headache. After an hour to an hour and half later, the patient was discharged from the ed and was fine. At the time of the report, the patient's hyperglycemia continued with the bg 434 mg/dl and the cgm reading stated "high" while on the phone with technical support. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.